Event description:
It was reported that the patient was experiencing difficulty charging the ipg due to its location. The patient underwent a revision procedure wherein the ipg was repositioned closer to the surface. The patient was doing well postoperatively and the device remains implanted.